Manufacturer narrative:
The date of event was updated.

Event description:
The patient was using a pod worn on the abdomen for longer than 72 hours. On (B)(6) 2026, the patient experienced hyperglycemia with a reported blood glucose (bg) level of 27.4 mmol/l (493 mg/dl). A bolus was reportedly administered on the prior day, with the last reported bolus of 4 units. The patient developed a diabetic coma and sought medical assistance on(B)(6) 2026 at (B)(6) hospital. The pod was removed prior to hospital presentation due to high bg. The patient self-administered 8 units of insulin using an insulin pen and used a backup blood glucose meter for monitoring. The pod was not worn during medical attention. The hospital address, diagnosis, treatment details, and length of visit were not available. Multiple good-faith contact attempts were made with no additional information obtained. A supplemental report will be provided if new information is received.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event and hyperglycemia. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.